Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was unable to complete rewind. Customer also reported that they received watchdog timeout error after they reset the pump. Customer was able to clear battery out limit alarm due to pump reset. Customer also received a request to rewind pump. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.